Event description:
Clinical trial. It was reported that 391 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The patient presented for treatment at the time of the index procedure with an acute myocardial infarction. A study taxus express2 drug eluting stent was placed in the mid lad (left anterior descending). The patient returned for a study scheduled 13 month angiography and 75-90% stenosis of the mid lad was found "just after" the index stent. Treatment consisted of placement of a drug eluting stent. The investigator assessed the event as definitely related to the study stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of batch history, historical trending, and similar complaint device could not completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.